Event description:
As reported by the user facility: ref # 4251601-02 lot # 3c30258317, 6 items used 3 items reports no safety clip on needle at all. Customer can see a definite difference between the ones that have the clips and these that don't within the package. Please refer MFR report # (B)(4).